Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and was unable to prime during prime test due to protruded and or loose drive support disk. The device had minor scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that insulin was squirting from the customer's insulin pump during manual priming. Her blood glucose was 222 mg/dl. During troubleshooting, the customer stated the insulin pump was stuck in the prime rewind screen. The drive support cap appeared normal. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.